Event description:
It was reported patient underwent arthroscopic synovectomy post implantation due to patellar clunk syndrome. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical product: product name: all-poly patella cemented, catalog # 42540200035, lot # 63111087. Report source: japan. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2022-00245.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Correction: d4: UDI number: n/a.

Event description:
No further event information available at the time of this report.